Event description:
It was reported that during a routine follow-up, stored egms revealed noise on both channels. The noise on the ventricular channel was a lower magnitude than the noise on the atrial channel. The noise was not reproduced with isometrics. It was noted that the auto mode switch entry trigger would be turned off and there were no other immedi- ate plans for the device.